Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 1750mcg/ml at 625/1426/mcg/day and bupivacaine 18.2mg/ml at 6.5/14.8mg/day via an implantable pump. The indications for use were non-malignant pain and radiculopathy. The healthcare provider reported a refill issue. The healthcare provider was able to aspirate and they removed the expected volume but could only fill with 30ml of drug as they were unable to get the last 10ml into the reservoir. The healthcare provider reported that would continue to monitor and attempt refill at the next scheduled visit and if they were unable to fill again planned to do a lateral fluoroscopy to check the pump. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.